Manufacturer narrative:
Fse (field service engineer) found two fuses on the interface drac board were blown. Fse investigated further and determined the fuses blew due to a bad drac control board. Fse replaced the drac control board and fuses and completed operational check of system per service checklist qssrwi4.1 and returned unit to the customer for service.

Event description:
Customer reports via phone that during a retrograde pyelogram on a male patient, the system x-rays stopped working. Staff had no fluoro or rad imaging ability. Customer reports the patient is fine, but is unwilling to provide any further information. No reported injury.